Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular over-sensing; the implantable cardioverter defibrillator was post-paced t-wave oversensing. The oversensing was noted on stored electrograms. The patient did not receive any inappropriate therapy during oversensing. Programming changes were discussed. No patient condition or intervention was reported.

Event description:
New information received noted that the device was reprogrammed on 02 mar 2020.